Event description:
It was reported that, "x-rays, including ap, lateral & sunrise views, show left tka in position. She has thick polyethylene. Suspect flexion was loose requiring thick polyethylene to stabilize. Plan on revision surgery with stemmed femur & tibial components. Revision surgery was performed and a polyethylene exchange was done. The original polyethylene performed as expected and had no visible wear."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.